Manufacturer narrative:
During investigation, relief valves were manually operated to relieve pressure build-up. The solenoid valve and the disc filter were replaced to repair device.

Event description:
User reported device would not cool cardioplegia dose. There was no patient harm; however, this type of event is considered reportable.